Event description:
A patient reported experiencing diabetic ketoacidosis while using a fasttake meter. Patient has been using ft meter for 2 years. On the day of the event patient's blood glucose was 4.7mmol/l at 11:30am on the ft meter. Patient took 8u of humalog insulin per the sliding scale and then ate lunch. At 02:00pm, patient started to experience vomiting, dizziness, chest pain and numbness of arms and legs. Patient was taken to hospital where patient was admitted for diabetic keto-acidosis. Patient's blood glucose lab test was 27.2mmol/l after hospital admission. Patient was treated for 2 days at the hospital. Patient refused to provide any meter memory readings. No further information reported.